Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had high out-of-range impedance measurements. Boston scientific technical services (ts) suspected a lead issue or a connection issue. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.